Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit reported to have saline spilled over device . There was no patient harm .

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(health effect - clinical, type of investigation, investigation findings, component, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to investigate the issue. The fse found fault 53, electrical test failures 52 and 119, and liquid on the front end board. The customer has withdrawn the service request and plan to handle the repair in house.